Event description:
It was reported that during the implant procedure; after the pocket was closed, the pulse generator exhibited backup vvi mode. The pocket was opened, and the device was explanted and replaced without any issues. The patient was in stable condition.

Manufacturer narrative:
The reported event of an unknown backup was confirmed. Device was received in bvvi mode. Device images indicated that the device triggered bvvi due to an unknown por ¿ power on reset. Product code was reloaded to recover the device from bvvi mode and to perform further testing. Despite extensive testing, the backup condition could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.